Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The baxter technical service representative (tsr) explained and the home patient (hp) said an unused line was open. They cycled power and went to press go to start. The tsr review the program and continuous cycling peritoneal dialysis, the fill volume (fv) equaled 2000ml and the last fill volume (lfv) equaled 500ml. The tsr explained and the hp would set up with new supplies. They would do an initial drain (ID) and fill 1 of 4 equaled 500ml. They would call back to end therapy and the hp was traveling. They had no manual supplies and were advised to let the registered nurse (rn) know about the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.